Event description:
It was reported that this pacemaker was unable to be interrogated and was found to have reverted to safety core. Subsequently, the patient was hospitalized, and a technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was unable to be interrogated and was found to have reverted to safety core. Subsequently, the patient was hospitalized, and a technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No additional adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.